Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units touchscreen stopped working. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The unit touchscreen and main processor of display, intermit working and not working, so replaced top level display. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.